Manufacturer narrative:
The monopolar curved scissors instrument was received and failure analysis found the instrument to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event investigation is in progress. No product has been returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure the clamp malfunctioned, steel cable broke of the monopolar curved scissors instrument.